Manufacturer narrative:
Concomitant medical products: 3487a-56 x 2 pain stim lead; 37714 pain stim ipg; 3708220 neuro extension; 3778-60 pain stim lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged shortly after implant and was programmed off, but the patient now needs atrial pacing support. The ra lead was explanted and replaced. Also, the right ventricular (rv) lead exhibited chronically low r waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.